Manufacturer narrative:
Evaluation summary the customer reported in the middle of a procedure, the alarm activated from the recorder repeatedly and an icon indication completion of procedure appeared on the recorder display. The product sample was not returned to the medtronic laboratory; however, log and gfh files were provided by the customer for analysis. The investigation found per the log files and gfh there was a spider power failure. Spider power failure is temporary disconnections which depends on many factors such as the size of the patient, handling, and design. After the assembly process is done the cable is sent for molding process. If one or more of the inner cables is damaged it will cause degradation in the system performance. The cable damage might be due to bending of the cable near to spider or the connector strain relief. This issue has been addressed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of a procedure, the alarm was activated from the recorder repeatedly, and an icon indication completion of procedure appeared on the recorder display. The patient had an x-ray, and the capsule was found located at the end of the ileum. The data has been downloaded, and the video prematurely ended within the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.